Manufacturer narrative:
Follow-up #1: date of submission 10/01/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: drastic voltage fluctuation observed in the history on (B)(6) 2015 at 08:27. Current draws within specifications. The pump case was removed and no intermittent conditions or moisture was found inside the pump or near the cgm circuit j pins. Unable to duplicate battery life issue. Returned battery and cartridge caps used to complete the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.